Manufacturer narrative:
The impella device was discarded by the customer and therefore, an evaluation of the device was not possible. Should any new information be received, a supplemental manufacturer device report will be filed.

Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella cp device for mechanical circulatory support. On arrival to intensive care unit (ICU), the patient had profuse bleeding from the groin due to poor dressing from team rushing to get to the ICU. Impella position was unclear and the patient was given seven units of packed red blood cells, seven units of fresh frozen plasma, and one unit of platelets. Additionally, multiple units of blood were transfused throughout the day but the bleeding was unable to be stopped. The patient was too unstable to take for a computed tomography or to the operating room for exploration and resolution of the bleeding. The source of the bleed was unknown. However, the physician felt it was likely that there may have been a retroperitoneal bleed since the impella was placed during cardiopulmonary resuscitation. The family made the decision to withdraw care after extensive discussion with the medical team and the patient expired.

Manufacturer narrative:
The root cause of access site bleeding was most likely use issue since hemostasis was achieved by adding additional sutures. Device history review: device (sn: (B)(6) passed all post sterile inspection checks.